Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0t9lm, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the health care professional (hcp) via the manufacturer representative (rep) that the lead broke on removal/broke when the hcp tried to pull it out/was pulling it out and thus the lead was partially explanted as a result/the 4 electrodes were left in the patient. The rep noted that there was no part of the wire left. It was also noted that the customer discarded the device. The rep stated that that no troubleshooting had been done because it had been done under normal operating procedure and that no further interventions/actions were taken to resolve the issue as the hcp had wanted to leave the electrodes in. The rep noted that the issue was resolved at the time of the report. No further complications were reported at this time.